Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there was an error with a 5-fu fluorouracil order at (B)(6) on (B)(6) - 12th overnight. The 282 ml bag ran over about 12 hours (19:41pm to about 8 am). The only unusual thing I found was that the volume to be infused was entered as 112 ml with a calculated time of 9 hours, 9 minutes.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.